Event description:
It was reported that the patient experienced syncope and was unresponsive. It was also reported that implantable pulse generator (ip g) reached elective replacement indicator (eri)/ recommended replacement time (rrt) and the right atrial (ra) lead exhibited oversensing. The ipg and ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.